Manufacturer narrative:
Two (2) leads were returned still connected to the closed loop stimulator (cls). Prior to decontamination, biological material was observed to encapsulate the leads approximately 15cm from cls causing a bend in the leads(¿u-shape¿). The shape of the leads, formed by the biological material, likely contributed to the challenges in repositioning the leads. The tissue was removed from the leads prior to decontamination. Both leads were observed to have visible damage, including damaged lead coating and exposed conductor wiring. Some of the visualised damage to the lead in port 2 along the length of the lead may be consistent with damage caused by interactions with the epidural needle with difficult lead placement. The cause of the majority of the damage to the leads could not be definitively determined and may have occurred during implant or during explant. Attempts were made to remove the leads from the cls. The leads could be withdrawn slightly before resistance was met. The leads were unable to be fully removed from the cls header without applying force that may damage the leads. The cls header and silicone septums were removed and inspected. The set screws were confirmed to be securing the lead on the non-active band. There was no evidence of lead under insertion or damage to proximal contacts. The cause of the difficulty in removing the leads from the cls could not be definitively concluded. The most recent impedance logs were reviewed. There were no unexpected impedance measures or disconnected electrodes. An x-ray was provided, which appeared to show lateral spinal curvature and spinal fusion hardware. Per the event description, the patient¿s anatomy may have contributed to suboptimal lead positioning and contributed to limited programming to achieve adequate pain relief from the evoke scs system . The evoke scs system surgical guide lists ¿inadequate pain relief following system implantation¿ requiring surgery (including revision, explant, and replacement) as a result as a potential risk associated with the implantation and use of a spinal cord stimulation system.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. Reprogramming attempts were completed and unable to restore adequate pain relief. The system was explanted. During lead implant, the patient was noted to have challenging anatomy and difficult lead placement. It was suspected that this may be contributing to the reported event.